Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered the incorrect amount of insulin during a bolus. Customer's blood glucose (bg) level was 334 mg/dl. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegation could not be confirmed.